Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm on the old insulin pump. The customer's blood glucose level was 426 mg/dl. The customer was found 1 other motor error alarm in the device history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that she needed to use the replacement device that was sent to her. Nothing was replaced or returned for analysis.